Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of unexplained fluctuating high blood glucose of 275 to 348 mg/dl and a no delivery alarm. Customer thought it may have been due to an infusion set that was not placed all the way inside of her body. Customer declined any troubleshooting but was advised to follow up with their doctor regarding the high blood glucose.